Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed lesion being treated was located in the moderately tortuous and severly calcified 1st diagonal artery. The 2.25x16mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician removed the sds and predilated using a 2.0x12mm non bsc balloon. When the physician went to go back in with the same sds it was noted that, a stent cell was lifted off of the balloon. The sds was not used. The physician successfully went back in with a 2.5 x 15mm non-bsc balloon to dilate the lesion again. The procedure was completed using a 2.5x18 non bsc stent. There were no patient complications and the patient condition was listed as "good".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed lesion being treated was located in the moderately tortuous and severly calcified 1st diagonal artery. The 2.25x16mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician removed the sds and predilated using a 2.0x12mm non bsc balloon. When the physician went to go back in with the same sds it was noted that, a stent cell was lifted off of the balloon. The sds was not used. The physician successfully went back in with a 2.5 x 15mm non-bsc balloon to dilate the lesion again. The procedure was completed using a 2.5x18 non bsc stent. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Blood and contrast were visible in the distal and midshaft of the device which is consistent with the device being used. The sds with stent was visually, tactilely and microscopically examined which revealed stent damage and tip damage. The stent had two struts in the first row of the proximal end that were extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)